Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensors failed error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) instructed the customer to troubleshoot the issue by replacing the parts in the following order: data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable, da pcba, and mc pcba. The customer was advised to reseat the da pcba to mc pcba as it appeared to have some wear on it from touching the top cover. In a good faith effort (gfe) response from the customer received, it was stated that the da to mc cable was replaced to resolve the issue. No information was provided on if the replaced part would be returned to philips for evaluation or if the device diagnostic report (drpt) was available. The investigation concludes that no further action is required at this time.